Manufacturer narrative:
Additional information: initial reporter information updated. Device evaluation: the pc-over-ip (pcoip) client was returned for evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The pcoip client was tested and logs indicated software reboots at several points during testing. Analysis determined that there was an electrical failure with the pcoip client. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information was unavailable. A manufacturer representative went to the site to test the equipment. The pcoip client was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s camera cart monitor was showing a cycling pc-over-ip (pcoip) message. This occurred outside of a clinical environment, and there was no patient present.